Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient¿s contact reported that drain 3 was 3647 ml, which is 182% of the fill 2000 ml fill volume. Patient was advised to stop use of the cycler and to contact the pd nurse. In a follow up the patient's caregiver verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments until a new cycler arrived, which the patient did receive, and it is working well. The cycler is available to return for investigation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient¿s contact reported that drain 3 was 3647 ml, which is 182% of the fill 2000 ml fill volume. Patient was advised to stop use of the cycler and to contact the pd nurse. In a follow up the patient's caregiver verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments until a new cycler arrived, which the patient did receive, and it is working well. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.